Event description:
It was reported that the 9800 system had a fast stop error message prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was replaced and the voltage was adjusted. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.